Event description:
It was reported to target that during the cahteterization of an intra-cerebral branch before an embolization, a leakage was noticed in the spinnaker 1.5f catheter. This event did not cause any injury nor complication to the pt. Additional info had been requested.